Event description:
Chair is driving on its own (brake disengages and the chair turns).

Manufacturer narrative:
This report submitted as a result of a review of complaint files. Joystick was returned, but problem could not be duplicated. Teftec will forward joystick to manufacturer for evaluation.